Event description:
It was reported that a spectrum wireless battery module had fluid intrusion. It was also reported there was no patient involvement.

Manufacturer narrative:
MFR ref no. (B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the reported symptom of fluid intrusion. This caused the battery to be unable to connect to the wireless network. The device was found to not be repairable and will be retired from service.